Event description:
The customer reported the system displayed a 154 error and the system would not boot up. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.